Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The fast cath introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The fast cath introducer sheath instructions for use (IFU) states individual pt anatomy and physician technique may require procedural variations.

Event description:
It was reported that two introducers (6f and 7f) introducers were in place, in the pt's groin. The physician removed the 7f introducer without any problems; however, when he tried to remove the 6f introducer, it kinked and had to be cut at the level of the kink. The pt had to be immobilized and anticoagulants were introduced, so that the part of the introducer left in the pt did not migrate. The pt was then sent to the hospital for surgical removal of the introducer. The pt's hospital stay was extended. No other complications were reported.